Event description:
The customer's daughter reported via phone call that the customer was currently hospitalized in the intensive care unit due to diabetic ketoacidosis. Blood glucose level at the time of admission was 740 mg/dl. Caller reported that the customer was vomiting. Caller stated that the customer was on the insulin pump while hospitalized, so she was unable to troubleshoot. The insulin pump will not be returned for analysis or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.